Event description:
Customer reported, the system vertical lift function is not working and the system will not change to, or stay in, the correct mode when selected. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply. Ge rep was unable to reproduce the problem with mode selection. System operates as intended.